Event description:
Upon initial contact, advised device overheating, got hot and burned pt's mouth. When contacted for additional info, advised that during crown prep, attachment head heated up and produced small burn to pt's tongue. Very small and no follow up was scheduled. Treatment was pain medicine and antibiotic gel.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined, rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.